Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the conductor wire dislodged from the connector at the back end. The wire insulation was not damaged. There were no signs of thermal damage. An additional observation not reported by the site was also identified. The instrument housing was removed and found an instrument bearing dislodged from its expected location. The roll bearing was found dislodged from its normal position and stuck onto the magnet inside of the housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure the force bipolar instrument was not working appropriately. The instrument had reversed/unintuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument was inspected prior to use with no damage noted. The issue occurred while the surgeon's head was inside the surgeon console¿s high-resolution stereo viewer. The instrument wouldn't close onto the tissue. The movements and timing of the surgeon scaled appropriately; however, the instrument did not move in the intended direction but rather persistently in a reversed direction approximately 25 minutes after the case started.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.